Event description:
It was reported that the right atrial (ra) and right ventricular (rv) pacing leads were extracted for debulking. New pacing leads were implanted and the original pacemaker remains implanted with the new leads. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).